Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the patient presented for a magnetic resonance imaging (MRI) scan. It was discovered after the MRI, the implantable cardioverter defibrillator (ICD) had entered backup mode resulting in diaphragmatic stimulation. The ICD was successfully restored. The patient was in stable condition.